Manufacturer narrative:
(B)(4). The device was discarded by the end user; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer contacted baxter's technical services center regarding air in their patient line, which occurred on the homechoice device during the initial drain. The care giver stated that they observed air in patient line. During troubleshooting, no abnormalities were noted that could have caused or lead to this condition. There was patient involvement but there was no patient injury or medical intervention reported to be in association with this event. No additional information is available.